Event description:
It was reported that the pt underwent a sling procedure in 2006. The mesh prematurely separated from the inserter before the physician was ready to insert the device. The procedure was completed with a another type of sling device. No adverse pt outcome was reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the evaluation will be submitted in a supplemental 3500a form.